Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had systemic inflammatory response syndrome (sirs) as they had a persistent infection. Driveline infection was first diagnosed on (B)(6) 2023 at which time patient was also bacteremic. Pseudomonas grown in culture. The patient was treated with 6-week intravenous (IV) antibiotics and transitioned to suppressive oral cipro. There was bacteremia again on (B)(6) 2024 with now cipro resistant pseudomonas and placed on suppressive IV antibiotics that continued until transplant. The patient was listed status 3 with left ventricular assist device (lvad) and chronic infection. The patient passed away due to bleeding complications during heart transplant. Patient developed disseminated intravascular coagulation (dic) and perfuse bleeding intraoperatively. There were no known pump operation issues other than chronic driveline infection leading up to transplant. Patient without symptoms prior to transplant and while on suppressive IV antibiotics. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, bleeding, and death, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.